Event description:
A customer contacted global technical service (gts) regarding a system error 2240 (air in tubing) and system error 2367 during dwell 2 of 3. The technical service representative (tsr) explained the message to the home patient (hp) and informed them to use manual bags and to inform the registered nurse (rn). Proper procedures per the user manual were reviewed with the reporter. The home patient (hp) would complete therapy with manual supplies. During troubleshooting, there was nothing found that caused or contributed to the alarm. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.